Event description:
The facility representative contacted baxter to report a colleague infusion pump with failure code 807:01. During product evaluation at baxter it was discovered that the event had occurred during delivery. There was no report of patient injury or medical intervention associated with this report. No additional information is available. The user interface module master software version for this device is 6.13.90, categorized as remediated.

Manufacturer narrative:
(B)(4). The reported condition was confirmed, but not duplicated. The assignable cause was a faulty phm (pumphead module). The phm was replaced. A follow-up medwatch report will be submitted if additional information becomes available.